Event description:
The customer states that a patient sample generated an alleged falsely positive troponin-I result of 0.62 ng/ml. A cardiologist questioned the result and a repeat was performed yielding a negative result of 0.00 ng/ml. On 04/08/2010, additional information was obtained indicating that the patient was treated with heparin, and other anticoagulants such as asa (acetylsalicylic acid) and plavix. There was no report of adverse impact to this patient related to this treatment.

Event description:
Literature: resnick as, foote kd, rodriguez rl, et al. The number and nature of emergency department encounters in patients with deep brain stimulators. J neurol. Jan;257(1): 122-131. Summary: the objective of the study was to review the number and nature of ed encounters in pts with dbs devices implanted for movement and neuropsychiatric disorders. The encounters reviewed included 215 pts implanted at (B) (6), as well as those implanted at outside institutions, as long as they were followed at (B) (6). Event: five pd pts experienced infection resulting in seven ER visits. No further info was provided. See literature article with report #3007566237201003105.

Manufacturer narrative:
(B) (4). (B) (4). Discrepant troponin result. An evaluation was performed in response to the complaint of elevated troponin results on the architect i2000sr, (B) (4). The evaluation consisted of a review of the complaint text, review of the instrument service history, and a review of current architect labeling. The complaint text indicates the field service representative (fsr) was on-site to address the same problem of erratic troponin results 01/12/2010, and replaced the wash zone manifolds. Review of complaint data identified no adverse trends in conjunction with the complaint issue currently under evaluation. The customer was referred to the specimen collection tube manufacturer's instructions as well as these package insert instructions for specimen collection and preparation for analysis. Each laboratory should follow the tube manufacturer's processing instructions for plasma and serum collection tubes and ensure it is compatible with the architect stat troponin-I assay. Based upon the available information, the leaking wash zone valves on the manifold, and improper sample handling not allowing complete clot formation could have possibly contributed to the erratic troponin result. A single definitive cause for elevated stat troponin results could not be determined. No product deficiency for the architect i2000sr instrument was found.

Manufacturer narrative:
(B) (4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.